Manufacturer narrative:
(B)(4). The product code and serial number provided by the reporter were incorrect. Therefore, the brand name, common device name, catalog number and 510k classification are unknown. The manufacturing location was unknown. The manufacture date was unknown. (B)(6). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from (B)(6) that an unknown "air" handpiece device did not stop when the triggers were released. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in a surgical procedure or if a spare device was available. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.